Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the obtuse marginal artery. After a filter wire was positioned in the svg, a 4.00 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, prior to stent deployment, the physician pulled the filter wire back and it "connected" with the stent. Out of precaution, the filter wire and stent were pulled out from the patient's body. When the physician was about to insert the 4.00 x 28 synergy ii drug-eluting stent back into the patient's body, it was noted that the stent struts were bent. The procedure was then completed with a 4.00 x 28 promus premier drug-eluting stent. No patient complications were reported and the patient's status was okay.